Event description:
On (B)(6) 2010, pt reported that on (B)(6) 2009 his infusion site fell off of his body while he was sleeping. Pt stated he had been wearing the site for 1 1/2 days. Pt reported he tried a skin barrier wipe before inserting his cannula and he noticed that wipe made his skin very slippery. Pt reported he tried another site without the wipe and that one appears to be working fine. Advised pt to use alcohol wipes or soapy water to cleanse his skin rather than the wipes he had used. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.